Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous low platelet (plt) results generated by the unicel dxh 800 coulter cellular analysis system on a patient specimen with an instrument generated high event rate system message. The erroneous results were not reported out. The specimen was rerun and recovered similar results. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Sample was collected in a bd edta tube, sampled within 30 minutes of collection and stored at room temperature. Qc was run before and after this event and was within the acceptable range. The instrument is currently within qc specifications. According to raw data analysis, the algorithm works as designed. The bci instrument generated a high event rate system message for the differential that prompts the operator to further review the specimen.